Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the second (resident) console displayed a ¿no endoscope connected¿ message while the primary console continued to function normally. No troubleshooting was performed during the call. The procedure was being completed as planned with no reported injury.